Event description:
Upon impacting the 40mm #0 exeter rasp interoperatively the tip of the broach broke off at the narrow part of the cut out 'v'.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving an exeter rasp was reported. The event was confirmed. Method & results: -device evaluation and results: the event was confirmed. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined. -medical records received and evaluation: not performed as no patient information was provided. -device history review: no discrepancies were reported. -complaint history review: there have been no other events for the referenced lot. Conclusions: the device was confirmed to have broken following 9 years of service. An instrument's service life is finite and dependent on number of use cycles and proper maintenance. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
Upon impacting the 40mm #0 exeter rasp interoperatively the tip of the broach broke off at the narrow part of the cut out 'v'.